Manufacturer narrative:
Correction: the previously submitted MDR, sections were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date device manufacture date.

Event description:
It was reported that bd¿ protector p50j had foreign matter.

Manufacturer narrative:
Describe event or problem: it was reported that bd¿ protector p50j had foreign matter in three vials. Investigation summary: samples were returned for evaluation. As a lot number is unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Investigation conclusion: through visual inspection of the returned samples, foreign matter was observed. The foreign matter was grey and elastic in nature, which indicates that the matter resulted from the rubber stopper. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Root cause description: as there are several contributing factors for the defect of coring, a definite cause could not be identified for this incident. Rationale: a corrective and preventive action plan (CAPA (B)(4)) has been initiated to further investigate this issue and prevent its reoccurrence.

Event description:
It was reported that bd¿ protector p50j had foreign matter in three vials.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ protector p50j had foreign matter.